Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted (B)(6) 2012, 5594-53 lead, implanted (B)(6) 2012.

Event description:
It was reported that about five weeks after a routine device replacement procedure, the left ventricular lead had possible high threshold. The lead remains in use. No patient complications have been reported as a result of this event.